Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) due to cylinder migration. The device no longer functioned properly and the cylinders did not adequately fill the corporal bodies with the tips palpable mid-shaft. During the procedure, the existing device was explanted and replaced with a new ipp. No patient complications were reported.